Manufacturer narrative:
A ge service representative performed an on site investigation. The charger board and the fluoro functions board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system displayed charger failure error and locked up. There was no patient injury or death reported.